Event description:
The customer reported that they have a monitor that spontaneously turns all yellow alarms off.

Manufacturer narrative:
The customer reported that they have a monitor that spontaneously turns all yellow alarms off. The philips solutions center (sc), clinical specialist worked with the customer via telephone to troubleshoot the issue. After much discussion, and event log review, it was determined that the customer was turning off arrhythmia alarms. The customer's biomed stated that the issue was a user error on their part. They reviewed the event logs and found that someone was erroneously turning the arrhythmia alarms off. After retraining, this has not occurred again. Based on the available info, we will not consider this a device malfunction. No onsite service was provided. No further investigation or action is warranted. (B)(4).